Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump did not charge on the wireless pad, with a blinking green indicator on the charger and no charging status shown in the ilet app, consistent with a charging problem involving the battery charger; a replacement charger was arranged after basic troubleshooting. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.